Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a battery depleted alarm set was confirmed by baxter personnel during product evaluation. The root cause was assigned to a battery depleted alarm. The main batteries and battery harness were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
During baxter (B)(4) review of the event history, a colleague infusion pump was found to have experienced battery depleted alarm set, interrupting delivery. There was no patient involvement. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.